Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative reported that the standalone board was not receiving any voltage from the power conversion board. The representative reported that they replaced the power conversion board. The suspect power conversion board has not been received by the manufacturer for analysis.

Event description:
A medtronic representative reported that a generator error occurred on the imaging system. No additional information was provided. There was no patient present when this issue was identified.